Manufacturer narrative:
Engineering evaluation of the returned tibial insert noted surface damage on the condyles consistent in appearance with pitting and possibly third body wear. The spine of the insert displayed wear near the tip. This is same event that was reported in 1038671-2009-00063.

Event description:
Revision of left knee total arthroplasty due to broken stem extension.